Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent and balloon found that positive pressure had been applied to the device as the stent struts had been expanded with the exception of three struts toward the distal side. The balloon wings were no longer tightly folded. The bumper tip of the device showed no signs of damage. A visual and tactile examination found slight hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-02103 and 2134265-2016-02104. It was reported that stent damage occurred. The target lesion was located in a coronary artery. Three promus premier drug-eluting stents sized 2.75x24mm, 2.50x20mm, and 2.75x20mm were used to treat the lesion in unknown order. However, the stents were damaged during the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-02103 and 2134265-2016-02104. It was reported that stent damage occurred. The target lesion was located in a coronary artery. Three promus premier¿ drug-eluting stents sized 2.75x24mm, 2.50x20mm, and 2.75x20mm were used to treat the lesion in unknown order. However, the stents were damaged during the procedure. No patient complications were reported.